Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would clear the alarms and resume insulin delivery but the occlusion alarms continued to occur. The contact change the infusion set and cartridge. During the supply change, the contact was unable to load a new cartridge due to receiving a cartridge change error. The customer attempted to load a new cartridge but continued to receive the cartridge change error. The customer's blood glucose (bg) level was 233mg/dl. The contact reported that the customer would use a back up pump for insulin therapy.